Manufacturer narrative:
Intuitive surgical (is) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon ¿lost proper control of the instrumental due to the rupture of a cable at its end¿. The procedure was completed with no report of fragments falling inside the patient, patient harm, adverse outcome or injury.